Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was provided with information to reset the pump, and after doing so, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue happened again, which they acknowledged and understood.